Manufacturer narrative:
The biomedical engineer reported that the main unit for a bsm-6700a has a flickering screen. It was also reported by biomedical engineer that a patient death occurred. The biomedical engineer was unable to provide further details related to the patient, patient condition and cause of death. The device was returned by the customer and received by nihon kohden on 09/14/2018. The investigation is pending. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the main unit for a bsm-6700a has a flickering screen. Additionally, a patient death occurred.

Event description:
The biomedical engineer reported that the main unit for a bsm-6700a has a flickering screen. Additionally, a patient death occurred.

Manufacturer narrative:
Additional narrative: on (B)(6) 2018, (B)(6) center reported the screen was flickering on the bsm-6700a (mu-671ra sn:(B)(4). The biomed (customer) checked history, and all data was present. There were no error messages or loss of communication. This issue occurred in the ICU department. Service requested. Repair with loaner. Service performed repair with loaner. Nka evaluation and service summary: mu-671ra / sn-(B)(4) was cleaned and evaluated. The reported problem of "the screen flickering" was not duplicated. The unit was blacked out and no screen display, thereby "flickering" was not duplicated. Found physical damage to this case. The unit came to repair center missing battery cover. The lcd display was replaced to resolve issue. The unit was then put into extended test and after 3-days, the lcd displayed a blue screen. The main board was replaced to resolve the blue screen issue. After, replaced the damaged enclosure and front case. The unit was put to extended test again and no further issue or problem was found. The unit was tested per the operator's/service manual. The unit completed 24 hours of extended testing and operates to manufacturer's specification. Investigation result: the bsm was delivered to the customer on (B)(6) 2018, which is almost 6 months at the time of reported issue. A review of device history found no previously reported issues with the unit. Evaluation was unable to duplicate the flickering screen reported and found the screen was black and had no display. The unit had evidence of severe physical damage(please see attached pictures). A search of keyboards "bsm" and "flicker" or "flickering" in similar tickets query yielded the following: 6977 reported (B)(6) 2017 for mu-631ra sn:(B)(4): flickering screen, unit found to have physical damage. 7169 reported (B)(6) 2017 for mu-631ra sn:(B)(4): fuzzy distorted screen, lcd replaced 18379 reported (B)(6) 2017 for mu-631ra sn:(B)(4): flickering screen, unit not returned, no further reported issues. 708 reported (B)(6) 2016 for mu-671ra sn:(B)(4): flickering wave form, cnd (could not duplicate). 34620 reported (B)(6) 2018 for mu-671ra sn:(B)(4): flickering monitor, cnd. There were a total of 6 complaints in the span of approximately 2 years, half of which were able to confirm the reported issue of "screen flickering", and of those three, two were found to have physically damaged units. The root cause is determined to be failure of the lcd due to physical damage to the bsm. The issue was able to be resolved by replacing the lcd and main board. The bsm was operating within specifications after repair. Due to the condition of the unit, this issue is not suspected to be caused by a deficient design. The device was in use on a patient and there was a patient death involved. Should the bsm display fail during use, alarms will continue to function to notify staff of an event. Additionally, as there was no reported data or communication loss during the reported incident, patient monitoring at the cns, including display and alarm functionality, is not affected by this issue. Based on the given information, the patient death does not appear to be caused by the device. This complaint record will be closed. Supplement to investigation entered (B)(6) 2019: per nkc DHR (attached), the unit has had no history of ncmr, deviation, or CAPA during manufacturing of the device. The device has not been refurbished and there were no discrepancies or unusual findings before device release that might relate to the reported issue. Corrected information: approximate age of device: incorrectly calculated. Date received by manufacturer: should be (B)(6) 2018 not (B)(6) 2018 as listed on MDR initial report. Additional information: date of this report unique device identifier #, date user facility/importer became aware of the event, type of report, date report sent to FDA, date report sent to manufacturer, date received by manufacturer, type of report, if follow-up, what type? Additional information, correction, device evaluation, device evaluated by manufacturer? Event problem and evaluation codes, additional manufacturer narrative. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: age at time of event, date of birth, sex, weight, ethnicity, race, date of death, relevant tests/laboratory data, including dates, other relevant history.